Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that it seemed like the ins site burned all the time since implant. The product was explanted (B)(6) 2020.

Manufacturer narrative:
Correction was added: explant date (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.